Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component confirmed and duplicated the reported issue. Transducer pt801 was found to be unresponsive to pressure input and the differential voltage was out of specification, resulting in calibration failure. Transducer pt801 is railed high. Transducer pt802 was found to be responsive to pressure input and the differential voltage out of specification, resulting in calibration failure. Transducer pt802 drifted out of specification.

Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported transducer (xdcr) fault alarm display and exhaled tidal volume (vte) was reading high on the vela ventilator. The customer reported no patient involvement or allegation of patient harm.